Event description:
The MFR became aware through a telephone conference call with several surgeons that one of the participating physicians had removed and replaced an approximate total of 110 of the amo array lenses he had previously implanted. He reported the lenses were explanted in response to the pt's complaints of halos and glare, both of which are identified as risks in the product labeling. No add'l info currently available.